Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. An olympus sales rep found an object stuck in the light guide socket, it was determined that these effects precluded normal insertion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The monthly analysis report was checked for 12 months, and there was no increase trend. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during preparation for use in a diagnostic procedure, the video system center output connector was found broken. The connector could not be fully inserted into the light source port due to something blocking the connection. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the output socket had physical damage. This report is to capture the reportable malfunction of the damaged output socket noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to an object stuck in the light guide socket. Additional issues were identified during the device evaluation: a damaged digital visual interface connector on the display port board; version 3.00 (a recommended update to version 3.10); and a worn-out video connector latch causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.